Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that were seen by their orthodontist and provided a letter of recommendation. The dentist states, the patient was seen for a routine cleaning and mentioned her concerned about clicking on the left side of their jaw, especially during biting and chewing. Dentist informed patient that a change in their occlusion possibly contributing to their tmj symptoms which is related to their use of the aligners. The patient was advised/referred to consult with an orthodontist to evaluate the occlusion/tmj.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.